Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Summary of event: as reported, during an unspecified procedure, stones were successfully removed twice using an ncircle tipless stone extractor. On the third attempt to remove additional stones, the joint of the handle bent, preventing the device from being used. A new basket was used to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual and functional test were also performed. One ncircle tipless stone extractor in an opened original packaging was returned to cook for investigation. The basket sheath was split and separated at the handle. The sheath was also smashed near the distal end. The coil assembly that connects the basket to the handle was also bent at the handle. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. The product IFU provides the following information: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the device history record was fully executed, and no other related complaints from the lot that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents were conducted. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook has concluded that based on the observed damage, it is likely the device was inadvertently damaged during use. Excessive force may have been inadvertently applied to the device; however, no information was known regarding device handling, therefore the cause of the issue could not be conclusively determined. The risk analysis for this failure mode was reviewed and no additional escalation is required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Initial reporter name and address: postal code: (B)(6). PMA/510k#: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unspecified procedure, stones were successfully removed twice using an ncircle tipless stone extractor. On the third attempt to remove additional stones, the joint of the handle bent, preventing the device from being used. A new basket was used to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.